Event description:
Pt received a burn on the medial left elbow. Pt was placed in a hosp gown and screened prior to scan. Pt was thick in body structure, therefore unable to utilize the positioning sponges but was mummified with sheet to keep skin from touching the side of the magnet bore. There were no monitoring wires, leads, med patches near the burn site. The pt was brought out of the scanner post each scan (c, t, l-spine). Each scan was approx 20 mins in length. At each break pt was asked if there were any problems. Response was no each time. Once all scans were completed, pt did state that her left elbow area was warm. The left elbow had erythema with a small blister forming. The next morning the blister and grown to approx to 2.6cm. The pt was treated with 1% silvadene cream and wound consult was ordered. The pt will be treated by the hospitalist during her stay.